Manufacturer narrative:
Section h6 correction: medical device problem code 1198 - electrical /electronic property problem added. Manufacturer's investigation conclusion: the reported event of a system controller exchange was unable to be confirmed. The heartmate 3 system controller (serial number: unknown) was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the exchanged controller, the reason for the controller exchange, the date of the system controller exchange, if log files were available, and if the exchanged system controller would return for analysis; however, to date, no response has been received. The root cause for the reported event was unable to be conclusively determined through analysis. A DHR review cannot be performed due to the serial number of the device being unknown. Heartmate 3 instructions for use section 2 ¿system operations¿ addresses how properly exchange the system controller and how to properly maintain all components. It states, ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This includes care of the dual power leads which should not be bent, twisted or kinked. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the system controller was exchanged 2 months ago.